Event description:
Reporter indicated a vns pt was explanted due to infection and high lead impedance. The high impedance event was reported on medwatch 1644487-2007-01910. During the explant surgery, the lead was clipped back, and the generator was removed. The pt was placed on antibiotics, and a culture of the generator site was positive for staph. Review of mfg records confirmed device sterility prior to leaving the MFR. The pt is developmentally delayed, and removed her own suture postoperatively, causing the infection event. Product analysis of the returned generator revealed no performance or other adverse conditions. The pt was implanted with a new vns therapy system in 2009.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator, and lead prior to distribution.